Event description:
It was reported that the asymptomatic patient presented in clinic after feeling device vibratory alert. Upon review, it was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. Due to low battery, a device download was not performed. The device was explanted and replaced on (B)(6) 2018. The patient was stable and was discharged home the same day of surgery without complications.

Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in bvvi mode. The cause of the reset was due to the device attempting to access non-mapped memory. The cause for the device attempting to access non-mapped memory remains undetermined.